Event description:
Boston scientific received information that via patient remote monitoring system, a red alert was detected for this right ventricular (rv) as it exhibited low out of range (oor) pacing lead impedance. There was noise with oversensing noted on the rv pace/sense electrogram (egm). The oversensing led to pacing inhibition with less than two seconds of asystole. Boston scientific technical services (ts) reviewed the egm's and indicated that the noise appeared to be coming from an external source. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information indicated that recurrent alerts were detected for this rv lead as it exhibited low out of range pacing impedance measurements. The cause of the out of range pacing impedance measurements was not determined. No adverse patient effects were reported.

Event description:
Additional information indicated that the device was set to monitor only. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.